Event description:
It was reported that cgm displayed error 42 while customer used g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, and after following instructions and waiting to start new sensor session, cgm error did not recur and pump was scheduled for replacement.